Manufacturer narrative:
(B)(4).

Event description:
Report received that, during patient use, the ventilator's display became erratic. The ventilator continued to ventilate the patient. The patient was removed from the ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.